Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received for analysis. Visual test found damaged downstream (dso) seal. Functional testing found defective remote dose connector. The complaint was replicated. The dso and remote dose connector were replaced. The device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the remote-control connector is broken. There was unknown patient involvement and unknown patient harm/adverse event reported.